Event description:
Per the clinic, the patient experienced post-operative seroma and infection at implant site, and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.